Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture of left breast prosthesis. Concomitant medical products: mentor memorygel breast implant 425cc gel breast prosthesis, catalog #3504254bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 425cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed by mammogram and by ultrasound. As a result, the patient will undergo bilateral explantation on (B)(6) 2020. The patient does not want to replace her breast prostheses after explantation.

Manufacturer narrative:
On 09-apr-2020, mentor received additional information about the event: a mammogram revealed an irregular mass on the patient¿s right breast. A separate medwatch report will be submitted for the patient¿s right breast prosthesis. The patient developed capsular contracture in her left breast. The patient expressed concern about breast implant illness. She reported that she suffered from lower back problems, taking longer to get over sickness, and occasional rashes on her chest. The root cause of the patient¿s symptoms is unclear. On 13-apr-2020, the mentor failure analysis lab received the device for evaluation. On 27-apr-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant, symptoms of generalized illness and developed capsular contracture. During visual evaluation, the device was observed to be ruptured. Additionally, within the rupture, an anomaly was observed consistent with a crease/fold. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this 6473413 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture, generalized illness and capsular contracture complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).